Manufacturer narrative:
Concomitant medical products: product ID: 3708160; serial#: (B)(4); implanted: (B)(6) 2006; explanted: (B)(6) 2022; product type: extension. Other relevant device(s) are: product ID: 3708160, serial/lot #: (B)(4), ubd: 29-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) slipped and fell on icy steps in december. Starting in february patient reported loss of efficacy in treatment. Patient was scheduled to have ipg replacement due to regular end of life. Physician took x-rays while in or and saw the extension was completely severed. At this point previous ipg, extension, and lead were replaced. The issue was resolved. The rep later reported that the device was discarded by the customer and will not be returned.